Manufacturer narrative:
Continuation of d10: product ID:2ach20 product type: mapping catheter product ID:4fc12 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient was observed to have hypotension and bradycardia, and developed cardiac tamponade. The procedure was immediately stopped and pericardiocentesis was performed for emergency rescue. The case was aborted the patient was not under general anesthesia. The patient was then transferred for surgical intervention. The patient¿s vital signs were stable on the reporting date and had been admitted to the ICU for observation. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event. 2026-01-20: it was later reported the patient had a pericardial effusion that developed into a cardiac tamponade. Despite a pericardiocentesis during surgery to drain the fluid, the fluid accumulation gradually increased, necessitating a transfer to surgery for an open-chest procedure. The patient's vital signs are now stable.